Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The user reported that the tubing was found to be kinked and leaked during an infusion. No patient harm was reported. The biomed investigation found the set was loaded improperly which caused the leak.